Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the patient's weight was unknown. The pump was read the next morning and a motor stall recovery had occurred. It was unknown how long the pump was stalled for. It was indicated the information provided had been confirmed by the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 1000 mcg/ml of clonidine at 64.2 mcg/day and 15 mg/ml at 0.963 mg/day via an implantable pump for non-malignant pain. It was reported the patient had a magnetic resonance imaging procedure (MRI) and a motor stall was seen upon interrogation. The patient had the MRI at 10 am on the day of the call ((B)(6) 2019), and it was currently four hours later, and the pump was interrogated and showed the pump was still stalled. Considerations were reviewed. The rep planned to confer with the patient and healthcare provider. The rep planned to wait 20 minutes and try re-interrogating the pump. No symptoms were reported. No further complications were reported or anticipated.